Manufacturer narrative:
(B)(4): litigation documents were received. Litigation alleges that the patient suffered pain, stiffness, discomfort, and weakness which in turn negatively affected the patients mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. Subsequent to his revision surgery the patient underwent an irrigation and debridement for a post-operative hematoma. The patients ability to perform normal physical activities has been consequently limited. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metallosis. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates that there was some corrosion in between the taper of the stem and the sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).